Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). At this time, no injury was reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the pedal was not properly positioned, allowing it to stay in an activated state, thereby causing the unexpected float condition, the fe adjusted the pedal and verify that the table locks were performing according to specifications.